Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . This medwatch is being filed to relay additional information. Review of the most recent repair record determined the rpms were in specification, but were shaky. The motor and spring seal were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. It is noted this device had not been previously returned for annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device skips while taking graft during surgery. There was no harm, no delay, no variance, and no additional unplanned skin graft was needed to finish the procedure. No adverse events were reported as a result of this malfunction.